Event description:
It was reported that there was phrenic nerve stimulation from the left ventricular (lv) lead. The programmed amplitude was increased and the lead remains in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935 implantable tachy lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).